Event description:
It was reported that a bigger size device was implanted. Next morning it was found that patient's bone cracked at the proximal point of the femoral stem so the doctor performed an intervention and put a cable on to correct this issue. There's no evidence of implant failure. According to the doctor, he thinks he over reamed when going up to the longer stem. The last update reveals that patient is doing great.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation noted that no supporting clinical/medical documents have provided. Therefore a thorough investigation cannot be performed. Without the return of the actual product involved and no product information available, our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.